Event description:
It was reported that the water did not cool down in an arctic sun device. Per review of wo on 27apr2023, no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 02may2023, repaired the device on the field. Chiller temperature (t4) was 4~6 . Cold water was made normally. It was mixing pump problem. So, replaced mixing pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated, and the reported issue was confirmed as it was noted that t4 would only cool to 5c due to a faulty mixing pump. Mixing pump was replaced. It passed all tests successfully. The evaluation found no other issues with the arctic sun's performance. The device did not meet specifications and the product was influenced by the reported failure. The device was not used on a patient. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. Labeling review is not required because labeling could not have prevented this issue. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water did not cool down in an arctic sun device. Per review of wo on 27apr2023, no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 02may2023, repaired the device on the field. Chiller temperature (t4) was 4~6. Cold water was made normally. It was mixing pump problem. So, replaced mixing pump.